Manufacturer narrative:
Batch records for final manufacturing and qc record for cov2020151 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr. The test results of retention samples from cov2020151 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Test cassettes didn't produce results.